Event description:
New information indicated, the patient continued to experience muscle stimulation. The device was explanted.

Event description:
It was reported that one day post implant the patient presented in clinic experiencing muscle stimulation. The x-ray was normal. The patient was taken to operating theater and the leads were tested on the analyzer and the device was reprogrammed to vvi with fixed outputs. The patient would continue to be monitored. The patient was fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.